Event description:
A tech reported that during cataract surgery, the infusion into the eye was slow, which resulted in a corneal burn. The initial report indicated that there may have been a kink in the tubing. F/u info from the customer indicated that there was shallowing of the anterior chamber during the event. Bottle height was adjusted, the sys was re-primed, and the nursing staff irrigated the wound to complete the procedure. Postoperatively, the pt will likely have a peripheral corneal scar and induced astigmatism as a result of the injury. At the time of this report, the pt remains under postoperative care of the physician.

Manufacturer narrative:
The fluid mgmt sys was returned for investigation. On visual exam, no defects were noted. The sys was extensively tested and found to prime successfully without errors. Maximum vacuum level was 710 mmhg. No fluid or air leaks were detected. Irrigation and aspiration flow rates were tested several times and passed functionality. No kinks were evident in any of the manifolds. Finally, the sys was setup with a handpiece and tip and tested on a similar console. The handpiece tuned successfully. The "v" irrigation flow from the handpiece was sound. Add'l tests such as rise time and vent/residual pressure, steady state aspiration, ips/aps accuracy, were also all within spec. The root cause is not known. (B)(4).